Event description:
Caller reported damage to pump housing and usb, which affected the ability to charge the pump, although it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump under warranty, providing instructions for returning the damaged pump. The customer was also advised on programming settings and connecting the cgm to the new pump.